Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead, (B)(6) 2010; 305c25 implantable tissue valve, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient complained of not feeling well during exercise, and it was suspected that the rate response needed to be reprogrammed. Follow up is in process for additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.